Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was under delivering the insulin. The customer¿s blood glucose level was unknown. Customer stated that they did manual enter of blood glucose and suspecting that due to that pump was under delivering. The insulin pump will not be returned for analysis.